Event description:
It was reported that the pump was explanted on (B)(6) 2013. It was later reported that the pump was empty and the entire system was explanted because ¿it had not been used for a long period of time¿ according to the health care provider (hcp). There was not a replacement and the patient was reported to be stable. It was later reported that according to the hcp, the pump was dry and the patient did not need it anymore.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).